Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The fiber was replaced for a second time; however, the new fiber broke as well. The procedure was completed using another fiber. There were no patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during procedure, the fiber broke at the point of insertion to the scope. The fiber was replaced for a second time; however, the new fiber broke as well. The procedure was completed using another fiber. There were no patient complications reported.